Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. However, the cause of the event is likely due to physical damage on the device. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction listed in b5, the device evaluation found leak from scope connector, plug unit, unable to find another leak. Switch/camera had cut on the switch button # 3. Scope cover insulation was required. Distal end of the plastic cover had dents. Light guide lens had pinholes and crack glue. Nozzle was clogged with white residue. Bending section rubber glue was cracked. Advanced diagnostics- air/water flow was ok after nozzle was removed. Air/water supply was found weak due to clogged nozzle. Scope connector had a crack/leak plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had air/ water mixing issues (aspiration problem). The issue was found during a colonoscopy procedure, which was completed with the same device. Inspection and testing of the returned device found foreign material clogged in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.